Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was repositioned back into its original placement addressing the issue. Reportedly, adequate coverage was achieved post op.